Event description:
It was reported that the ortho grip knee pointer device was found to be broken during testing, if it were to break during a procedure there could be a risk of infection. There is no known patient impact or procedural delays.

Manufacturer narrative:
It was determined after receiving further clarification from the customer that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was reported that the ortho grip knee pointer device was found to be broken during testing, if it were to break during a procedure there could be a risk of infection. There is no known patient impact or procedural delays.